Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flogard infusion pump with no cable was confirmed during product evaluation. The root cause of the reported problem was determined to be missing a power cord. Appropriate action was taken to correct the reported problem by replacing the power cord. A service history review found that the device has not been previously sent into service for the reported condition.

Event description:
The facility representative contacted baxter to report a flogard pump in which there was no cable. This condition has the potential to cause an interruption of delivery. The event occurred upon power up in the intensive care unit. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. There is no further complaint information available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.